Event description:
After completing urinary catheterization on patient, clamp on catheter closed. While removing the bag and catheter from the sterile field, the catheter dislodged itself from the collection bag(no tension was applied). The remaining urine that was in the catheter sprayed on the bed, and bedside table and floor. FDA safety report ID (B)(4).